Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the hospital used an expired drill bit.

Manufacturer narrative:
Alleged failure: used an expired disposable drill bit. Probable root cause: design, inadequate shelf life for product, application, failure to verify expiration status of, product prior to surgery. Gtin: (B)(4). The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported the hospital used an expired drill bit.